Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
A medication order of heparin was modified by a doctor (end date entered) but the system did not generate a red flag. Clinician didn't see the end date for the order and the patient was administered an extra dose of heparin resulting in patient bleeding.

Manufacturer narrative:
Philips applications specialists have indicated that customer did not use the correct procedure to stop an order. Customer should have right click on order, click on stop order (interrompre in (B)(6)) then edit the order and change the end date, then a red flag appears when changes are saved. (Philips toolkit guide for icca revision f page 161 - discontinued orders): workflow error -the issue was fully explained to he customer the customer did confirm this was a workflow error and not a philips product malfunction there was no product malfunction.